Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of fusiform abdominal aortic aneurysm. Medical history is unknown. Aneurysm and vessel morphology is unknown; however, the aortic neck angle was reported as 60 degrees. It was reported that during the procedure the distal side of the main body was deployed to cover the external iliac artery. After the main body was deployed, it was successfully shifted to the proximal side using another manufacturer's device (the stent graft was shifted to the proximal side). There was no issue on the implantation of the contralateral iliac limb. The final angiography revealed that there was an unknown endoleak (either type I or type IV) the physician modeled the stent graft with a reliant balloon; however there was no difference from the previous situation when it was checked by angiography. Another manufacturer's device was implanted and again checked by angiography with reduced amount of contrast medium in the stent graft; however, similar endoleak was confirmed as the one above. It was predicted to be type IV and evar was completed. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine. The physician commented that it is difficult to determine whether type ia or type IV.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); user device interface (stent graft shifted after deployment); incorrect technique/procedure (selection of incorrect stent graft length); (cause is unknown). Conclusions: (cause is unknown); user error contributed to event (selection of incorrect stent graft length).